Manufacturer narrative:
The product was not returned for examination. Product information required to retrieve the device history records and search the complaint database was not provided. The investigation was limited to the information and no conclusions could be drawn about the reported event. Provided information stated the loosening was due to a tight flexion gap resulting from notching of the femur at original surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the femoral component because of tight flexion gap due to notching of femur during original surgery.